Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedances measuring greater than 2,500 ohms. Additionally, there was noise which caused pacing inhibition. The patient did experience dizziness. Subsequently, the lead was surgically abandoned and replaced successfully, and the device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).